Event description:
Tube feeding was seen to be leaking. Another set of tubing was used and then that one leaked. A third was used and then that one was fine. Manufacturer response for epump enplus spike set, kangaroo (per site reporter): I sent email to quality assurance with a list of questions including a request for a shipping label to return the devices.